Event description:
It was reported that patient had a baclofen pump and the pump ¿was not functioning any longer.¿ the pump was beeping every hour and it was a three tone beep. It was noted that the patient no longer have drug in the pump. The surgeons were considering explanting the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this pump was explanted in (B)(6) 2012 because it was ¿defective.¿ no further information was provided.